Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy tracer metro direct wire guide. The black coating on the tip of the wire guide reportedly "peeled back exposing the core wire". The damaged coating remained attached to the wire guide device and did not detach in the pt. Another wire guide was used to complete the procedure. Nothing had to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation. Our evaluation of the returned device confirmed the report as it was described. The black outer coating located at the tip of the wire guide has separated from the proximal coating, exposing the inner core wire. Although the black coating has separated from the proximal coating at the tip, the coating has not fully detached from the wire guide device. Otherwise, the wire guide device remains intact. No other damage to the wire guide was observed. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: due to a variety of clinical conditions such as pt anatomy, scope position or progression of disease state, we can not reproduce the actual conditions of device usage. While these are not the sole determining factors of this observation, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments. The instructions for use for the tracer metro direct wire guide describe the appropriate flushing techniques. These include the following: flush the wire guide holder prior to removal of the wire guide and flush the accessory channel of the endoscope and/or wire guide lumen of the accessory device prior to inserting wire guide. The instructions for use instruct the user that the wire guide should be kept wet for best results. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to damage to the wire guide coating. Resistance in transversing a difficult stricture could have contributed to this observation. If the wire guide receives pressure due to resistance, this can contribute to wire coating damage. Prior to distribution, all tracer metro direct wire guides undergo a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of wire guide coating separation near the distal end. This product was manufactured prior to implementation of this corrective action. No further corrective action warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.